Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The craniotome device was evaluated and the reported condition that the spring was broken was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device failed cutter insertion and has a drilled tip. During disassembly that the bearings are worn out/damaged and stuck inside the tube causing device to fail cutter insertion. It was further determined that the device failed pretest for visual assessment. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the during an unspecified surgical procedure it was observed that the spring of the craniotome device was broken. During in-house engineering evaluation it was observed that the device failed cutter insertion and has a drilled tip. It was reported that there was a five-minute delay in the procedure due to the event. It was reported that a spare device was available for use. The procedure was successfully completed. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.